Manufacturer narrative:
Device was documented as returned in initial report but it actually was not returned for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: the device was received for evaluation (B)(6) 2020additional information h3, h6 and h10: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'upstream occlusion error' which was not reproduced during evaluation. A review of the event history log identified the presence of multiple 'upstream occlusion!' Messages. Visual inspection found cracks along the ultrasonic sensor flex as a potential cause. Additionally the ultrasonic sensor readings were below specification and the ultrasonic sensor failed attempted calibration. Based upon these findings the ultrasonic sensor was replaced to correct these issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion error. There was no patient involvement. No additional information is available.